Event description:
Customer reported via phone call that over last couple weeks the batteries on the insulin pump have drained faster and the screen appeared be frozen. The customer took the battery out several times and then received a button error alarm. Customer stated that the insulin pump also alarmed battery out limit and the keypad on the insulin pump is unresponsive. Blood glucose value was 7 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump was unable to verify weak battery and low battery alarm due to no button response. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.